Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was not working a week prior to the report. It was noted that the patient¿s pain was getting worse. It was reported that the ¿remote¿ won¿t turn the stimulator on and when the sync button is pushed, the patient sees ¿eos/eri¿. It was reported that the patient also saw the eos/eol message. It was noted that the patient was surprised the ins did not last as long as her previous one.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 7 4002, lot# n315801, implanted: (B)(6) 2012, product type: adapter. Product ID: 389033, lot# j0454317v, implanted: (B)(6) 2004, product type: lead. Product ID: 389033, lot# j0454317v, implanted: (B)(6) 2004, product type: lead. Product ID: 748925, serial# (B)(4) implanted: (B)(6) 2004, product type: extension. Product ID 748925 lot# serial# (B)(4), implanted: (B)(6) 2004, product type: extension. (B)(4).